Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1j2bu, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead, ubd: 19-jul-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. The patient reported that she felt something didn't feel right and told the healthcare provider (hcp) and the hcp checked the device and something happened to the lead. The patient reported that the hcp was going to replace the lead only but decided to replace everything. No further complications were anticipated/reported.